Manufacturer narrative:
(B)(4). The reported deflation issue was not confirmed.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection were performed. The reported deflation issue was confirmed. The reported difficult to position was unable to be confirmed due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 4.0 x 28 mm vision is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 4.0 x 28 mm vision stent delivery system was advanced to the lesion and inflated; however, the stent would not come off the balloon. The delivery catheter was removed with the stent still on the balloon. Then a 3.5 x 28 mm xience alpine stent delivery system was being advanced through the guiding catheter when there was slight resistance felt. The stent was successfully deployed in the lesion; however, the balloon would not deflate and was removed from the anatomy still inflated. There was no resistance noted when removing the delivery catheter. A non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.